Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The customer was instructed to replace the power management board to address the issue.